Event description:
During purse string suturing, a tear was created in the left atrium of the pt's heart due to a excess of material on the suture being used. The surgeon repaired the tear without complication and completed the procedure. Pt status is satisfactory.